Event description:
It was reported that there was a right ventricular (rv) lead warning due to low impedance, oversensing, loss of capture and pauses. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 implantable pacing lead (B)(6) 2011. (B)(4).